Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the case, the device¿s protector piece which plugs to the machine burst off. There was no patient involvement as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification. Power cord assembly part has a crack in the plastic tube covering connector pins. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus cracking a piece of the plastic shell that covers connector pins. Motor drive unit(mdu) is still functional. The complaint investigation has concluded that this unit has succumbed to damage to cord connector. The reported condition was confirmed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.